Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced coupling and or communication issues. Use of the antenna locate feature resulted in a power-on-reset condition being displayed, which lead to the normal recharging screen. The pt was able to get all eight boxes and continued to charge when the pt was 3/4ths charged she experienced an overstimulation sensation. The pt was able to lower stimulation to a comfortable setting. The pt initially thought stimulation was in her lower back and leg, where she needs it, but decided she was too stimulated to tell where the stimulation was. After the incident the pt felt stimulation in the lower rib down to mid-thigh and knee. Additional info has been requested, but was not available as of the date of this report.